Manufacturer narrative:
Block b3: exact date unknown, event occurred in over the past six months.

Event description:
It was reported that the patient experienced discomfort with the ipg. It was also noted that the patient had inadequate stimulation. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.